Event description:
It has been reported to philips that the system blocks the x-ray emission. The system was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not deliver the rays correctly. Review of the system log file showed that network connection issue or mains power issue and malfunctioning sib. Fse analyse the system and confirmed that the system blocks the emission of rays, to resolve the reported issue, fse replaced the host pc and reloaded the ghost on host pc. After this the system was returned to use in good working order. The codes were updated based on the investigation outcome.